Manufacturer narrative:
The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including diabetes mellitus.

Event description:
Edwards received notification that a patient with a valve model 3300tfx21mm implanted in the aortic position underwent a valve-in-valve procedure due to degeneration leading to severe stenosis after an implant duration of approximately six (6) years and four (4) months. Patient was referred for evaluation following recent cardiac decompensation and experienced increasing shortness of breath (nyha iii) and dizziness. Patient was reported to have a small anatomy. A 26mm non-edwards valve was implanted within the surgical device. The event was presented at the euro pcr congress.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device was not available for evaluation as it remained implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 21 mm perimount valve implanted in the aortic position underwent a valve-in-valve procedure due to degeneration after an unknown implant duration. A 26mm non-edwards valve was implanted within the surgical device. The event was presented at the euro pcr congress.

Manufacturer narrative:
Updated section b4 (date of this report), b5 (describe event or problem), g3 (date received by manufacturer), h6 (type of investigation). Corrected h3 (date of event). It was a live event, therefore, the date of reintervention is the date of the presentation. Corrected e1 (first/given name). H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including diabetes mellitus.

Event description:
Edwards received notification that a patient with a valve model 3300tfx21mm implanted in the aortic position underwent a valve-in-valve procedure due to degeneration leading to severe stenosis after an implant duration of six (6) years and five (5) months. Patient was referred for evaluation following recent cardiac decompensation and experienced increasing shortness of breath (nyha iii) and dizziness. Patient was reported to have a small anatomy. A 26mm non-edwards valve was implanted within the surgical device. The event was presented at the euro pcr congress.